Event description:
It was reported that a spectrum pump alarmed air in line when there was no air in the line during etoposide therapy. The event occurred at the inpatient oncology unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Brand name: the reported product is an unknown spectrum infusion pump. Initial reporter name and address: (B)(6). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.